Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a nurse paused an insulin infusion per the glucometer protocol, dosage and rate not provided. When the channel was turned off there was a safety clamp alarm and the nurse observed an unregulated flow. The roller clamp was engaged to stop the flow and the door was opened and closed again without alarm remedy. The channel and tubing were replaced and there was no patient harm.

Manufacturer narrative:
Concomitant medical products: 100 ml hospira bag, lot # 61-013-jt, exp. 01 jan 2016, 0.9% sodium chloride; therapy date: (B)(6) 2016. The report of unregulated flow was not confirmed. Review of the pcu event log shows that at 11:33 pm on (B)(6) 2016 the pump module was infusing insulin 100 units/100 ml at 1.8 ml/hr. At 11:33 pm the device alarmed for flo stop open. One second later, the device was channeled off. This suggests that the flo stop alarm was caused by the latch being opened just enough to cause a flo stop alarm but not all the way which would cause a door open event. Between 11:33 pm and 11:37 pm three attempts were made to channel off the device, but the device would not channel off and the kept alarming for flo stop open, most likely because the user kept trying to channel off the device while checking the door (opening/closing). The device was then removed from the system. The volume recorded as being infused during this period was 53.099 ml. Functional testing found the pump module to be able to properly detect when the door is open/closed, when a set is loaded/not loaded and when the flo stop is open/closed. The device passed all tests. No anomalies were observed with the administration set and no leaks were observed during testing. Functional testing was unable to replicate an unregulated flow condition with the device alarming for flo stop open during an infusion. The root cause of the reported unregulated flow was not identified.

Event description:
The customer reported the insulin infusion was humulin 100 units in 100 ml sodium chloride. Received a copy of the customer's medwatch which stated, " pt with IV insulin in chanel a, required to be stopped per glucommander protocol. I turned "channel a" off and immediately the pump began to alarm about the safety clamp. The door was closed and had been closed this entire time. I noticed the infusion was free flowing and rolled the clamp to close."